Manufacturer narrative:
H10: additional manufacturer narrative: updated h6 per new information received.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as the device return follow up is in progress. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via implant patient registry that a 23mm aortic valve was explanted and replaced with a 25mm valve after an implant duration of 6 years, 6 months due to calcification, severe stenosis and degeneration. Per medical records patient underwent redo-avr + CABG x 2 + aortic root replacement. Intra-operatively the extreme amount of calcification was noted between the left and non. The entire annulus was removed in total to remove the valve from the small aortic root, and the non-coronary sinus was divided down to the annulus to allow appropriate exposure. A 25mm valve was hand-sewn into a 30mm valsalva graft. A cabrol procedure was performed to the left main coronary using a 8mm ring propaten graft due to the fragility of the tissue and the removal of the valve with just barely a rim of native coronary ostium. A myomectomy was also performed. The patient was separated from bypass without issues. Biventricular function appeared excellent. Later the right ventricular function began to deteriorate. Multiple blood products were administered and patient arrived to cticu with open chest on multiple pressors/inotropes. On pod #3 the chest was closed. After chest closure patient experienced worsening hypoxia with increasing pressor requirement. On pod #4 patient returned to or and rca graft was noted to be thrombosed with minimal rv function. Manual thrombectomy of coronary artery was performed and rvad was placed. On pod #9 and #11 the patient returned to or for washout twice and closer approximation of open chest. On pod #14 the chest was closed eventually. Patient continued to decompensate with worsening hemodynamics and increasing pressor requirement. On pod #17 patient was noted to have worsening lactate and underwent urgent cta h/c/a/p with evidence of large bowel ischemia. Patient then entered into vtach arrest. Acls was started without success. The patient expired due to cardiopulmonary arrest, multi-organ dysfunction syndrome, and respiratory failure on pod #17. The patient was a (B)(6)-year-old female with a history of obesity, hld, niddm, osa, fibromyalgia, tbi, and rheumatic heart disease s/p avr/mvr. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.